Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the third-party service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. On device evaluation, there were no significant error codes in the error log. The device failed functional testing for active exhalation control module (aecm) valve verification: current. The aecm valves did not operate properly during the correct stages of breathing. The proportional valve and the 3-way solenoid valve required replacement to address this issue. The device passed functional testing after component replacement. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements. Additional findings not related to the malfunction/issue: contamination of dirt/dust and saline solution residue was noted affecting several internal components. Those components were replaced due to this issue.